Event description:
A customer reported screen scratches affecting visibility. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.